Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high capture threshold, decreased sensing and impedance anomaly. The patient was not symptomatic. The lead was explanted and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Final analysis found a complete lead was returned in one piece. Visual examinations found damaged inner insulation at 12.3 cm from the connector pin consistent with suture sleeve tie down damage. The cause of the reported events of capture anomaly, lead impedance anomaly and sensing anomaly was isolated to the damaged inner insulation consistent with overtightened suture sleeve tie.